Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 28 days. Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This instructions for use also addresses recommended anticoagulation therapy and inr ranges. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported bright spot in vision following a syncopal event triggered by coughing. The patient suffered ischemic stroke. At the time of the event, the patient's anticoagulation regimen included warfarin, aspirin and heparin. The event reportedly resolved on the same day. No additional information was received.

Event description:
Additional information on 13-nov-2018: the clinician stated that the patient underwent a head CT following syncopal event. The results of head CT showed negative for any new process. The patient was seen by ophthalmology for vision changes who believed that the patient likely had a cerebrovascular accident (cva) which returned to baseline. There is no changes to patient's status and plan of care resulting from this event.